Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 8 years post op initial left tka, this male patient was revised due to poly wear. Everything was removed. Patient was last known to be in stable condition following the event. Product not returning - disposed at hospital. Unable to obtain photos/x-rays.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 3863653 - 02-010-04-0240 - logic cr femoral por, left, sz 4; 3614034 - 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t; 2865602 - 02-012-47-4009 - logic cr tib insert std, sz 4, 9mm; 3983051 - 200-02-35 - three peg patella 35mm.